Manufacturer narrative:
No insulin pump error 130 alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and also insulin pump was not working. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement and it passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.